Event description:
It was reported that a flo-gard infusion pump had a display that would not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. The customer reported issue of display cannot turn on was verified in the alarm log review as an f-94 alarm. The cause was determined to be due to a swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.